Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient said they were having issues with their stimulation sensation. Patient stated the only way they could feel their stimulation t was if they lay on their left side and the date on the screen was (B)(6) 2011. Pt stated they were seeing screen "needs to be programmed", agent asked if they could read the full screen, pt stated it was now showing regular screen. Patient mentioned that they lost their recharger so they couldn't use the device for a long time and then they were sent a new cord so they just got the device charged up and started using it again last night and this was what the outcome was. They also mentioned pats sent them a battery. Pt added they need to turn their stim up real high to feel it. Agent asked patient if they had any falls or trauma around their implant , or any weight fluctuation and patient said yes, they did lose a lot of weight and gained a little of that weight back. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 97745 (serial: unknown); product type: 0201-programmer patient; implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.